Event description:
According to reports from the protect study, patient experienced a serious adverse event (sae). Amds 55-40, lot# c2460437e. Procedure date: (B)(6) 2024. Serious adverse event (sae). Sternotomy related event ¿ unclear swelling in the sternum, wound healing disorder (abscess in the middle sternum). Date of amds implant ¿ (B)(6) 2024. Event onset date ¿ 23feb 2025. Event end date ¿ ongoing. Was this event expected? No. Event: sternotomy related event. Sternotomy related event ¿ unclear swelling in the sternum, wound healing disorder (abscess in the middle sternum). Describe event: unclear swelling in the sternum, further hospitalization (B)(6) 2025. To (B)(6) 2025 with surgical treatment, current hospitalization from (B)(6) 2025 until now. Indicate relation to amds device? Probably. Indicate relation to amds implant procedure ¿ definitely. Did a pre-existing condition or the acute disease cause or contribute to the event? No. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes, in-patient hospitalization or prolonged existing hospitalization. Is the subject hospitalized due to this ae? Yes. Was the subject already in the hospital? No. Date of admission: (B)(6) 2025. If hospitalized, date of discharge: (B)(6) 2025. Did device malfunction or deteriorate in characteristics or performance? No. Could this event have led to death or serious deterioration in health had suitable intervention not occurred? No. Did the subject exit the study? No. Event outcome ¿ ongoing. Was there any treatment for the event? Yes. Treatment related to event. Related ae #5 ¿ event sternotomy related event ¿ event onset date 23feb2025. Identify the type of treatment: surgical/medical. Indicate surgical intervention: other, wound debridement, vac-therapy, removal of sternal cerclage. Was dialysis done? No. Is amds removed? No. This event is relegated to amds 55-40, lot# c2460437e for swelling in the sternum.

Manufacturer narrative:
Please note the hde number for this device - h230007. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
Please note the hde number for this device - h230007. According to reports from the protect study, patient experienced a serious adverse event (sae). This event is related to a post-market clinical study "protect" and reported retrospectively. Amds 55-40, lot# c2460437e. Procedure date: (B)(6) 2024. Serious adverse event (sae). Sternotomy related event ¿ unclear swelling in the sternum, wound healing disorder (abscess in the middle sternum). Date of amds implant ¿ (B)(6) 2024. Event onset date ¿ (B)(6) 2025. Event end date ¿ ongoing. Was this event expected? No. Event: sternotomy related event sternotomy related event ¿ unclear swelling in the sternum, wound healing disorder (abscess in the middle sternum) describe event: unclear swelling in the sternum, further hospitalization (B)(6) 2025 to (B)(6) 2025 with surgical treatment, current hospitalization from (B)(6) 2025 until now. Indicate relation to amds device? Probably. Indicate relation to amds implant procedure ¿ definitely. Did a pre-existing condition or the acute disease cause or contribute to the event? No. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes, in-patient hospitalization or prolonged existing hospitalization is the subject hospitalized due to this ae? Yes. Was the subject already in the hospital? No. Date of admission: (B)(6) 2025. If hospitalized, date of discharge: (B)(6) 2025. Did device malfunction or deteriorate in characteristics or performance? No could this event have led to death or serious deterioration in health had suitable intervention not occurred? No. Did the subject exit the study? No. Event outcome ¿ ongoing was there any treatment for the event? Yes. Treatment related to event. Related ae: #5 ¿ event sternotomy related event ¿ event onset date 23feb2025 identify the type of treatment: surgical/medical indicate surgical intervention: other, wound debridement, vac-therapy, removal of sternal cerclage. Was dialysis done? No. Is amds removed? No. This event is relegated to amds 55-40, lot# c2460437e for swelling in the sternum. The manufacturing records for the amds 55-40, lot# c2460437e were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. The complaint indicates the patient experienced an adverse event that is ¿probably¿ related to the amds device and ¿definitely¿ related to the implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient han-012 is a 58-year-old male who had an amds-55-40 (serial #/lot #: (B)(6)) implanted on (B)(6) 2024. Adverse event # 5 reported a sternotomy related event as ¿unclear swelling in the sternum, wound healing disorder (abscess in the middle sternum)¿ with an onset date of 23feb2025 reported as ongoing. Additional details from the ae report described the event as ¿unclear swelling in the sternum, further hospitalization (B)(6) 2025 with surgical treatment¿. The event was deemed ¿probably¿ related to the amds device and ¿definitely¿ related to the implant procedure. There were no identified pre-existing condition or acute disease that caused or contributed to the event. The event led to serious adverse event due to ¿in-patient hospitalization or prolonged existing hospitalization¿ and ¿surgical intervention to prevent permanent impairment of a body structure or function¿. The patient was hospitalized on (B)(6) 2025 because of this event; surgical treatment described as ¿wound debridement, vac-therapy, removal of sternal cerclage¿ was provided. The event was documented as ongoing, and the patient was discharged on (B)(6) 2025. It is important to note that amds device was not removed, as there were no device malfunction or deterioration in characteristics or performance. The patient remained in the study. Per additional information provided by the rotect study team: ¿regarding the current patient status: the patient was hospitalized until (B)(6) 2025 because of this ae and is currently in rehab. At the time of transfer to rehab the infection parameters were decreasing, and the wound was irritation-free. It is planned to continue the antibiotics treatment for the next 3-4 weeks¿. The patient¿s medical record noted further diagnosis, which includes arterial hypotension and nicotine abuse. The images were reviewed by an artivion representative on (B)(6) 2025. The artivion representative reported ¿no significant findings on the amds¿. The reviewer indicated that there were no abnormalities on the prothesis. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿wound complications and subsequent problems (e.g. Dehiscence, infection)¿ is listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. This complaint reports an ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. Per the clinical report, ¿health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks¿. A complaint and recall query was performed for amds 55-40, lot# c2460437e to identify previously reported complaints or recalls associated with this lot number. Three complaints were identified for this lot number. Of the three identified complaints, one investigation is related to this event. Complaint (B)(4) is associated with this event. No recalls were identified for this lot number. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.